Event description:
Additional information was received from the rep. It was reported that the surgery was scheduled for earlier today. Rep did not cover the case however reported their colleague who did reported the doctor moved the patient's left lead down 1 vertebral body to obtain better stimulator coverage. With the movement, the impedance resolved. Rep reported that cause was unknown, it could have been resolved from the repositioning of the wires, but rep could not definitely confirm that. Issue resolved at this time.

Manufacturer narrative:
Continuation of d11: product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep found avoid impedance on routine impedance check. No programs were using either contact that was affected. Contacts 5 and 12 read avoid impedance with levels at 860 ohms. The rep reprogrammed the device because the patient was not getting pain relief. The patient said the ins covered the pain pattern without using either affected contact. The patient denies any falls or trauma. The ins was reprogrammed, but the issue has not been resolved. Surgical intervention did occur because the patient has not been getting pain relief from their ins. The new avoid impedances that the rep found at the previous appointment have nothing to do with the patient not getting pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient had lack of relief/ effect. Patient was sent to x-rays to determine migration. A follow up appointment was yesterday and it was determined that leads migrated. Impedance check was run and were all within normal limits. X-ray showed the lead migration down 1 vertebral body from initial implant height. Reprogramming was done. Issue not resolved at this time. Unknown if surgical intervention will take place at this time. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the lead migration was not known. Further actions/interventions being taken to resolve the event are that the patient was referred back to their surgeon for a second opinion. It was noted that the physician does not have any further information regarding the event. The lead migration has not yet been resolved. There were no further complications reported or anticipated.